Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of 33.50 months due to unknown reasons.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 6625, which is marketed within the united states. Device not returned the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the device is not available for return as it was discarded by the hospital; therefore, no pathology can be done to learn the type of infection involved. All that is know is that the patient had a bacterial infection, source is unknown. Operative report was requested but will not be provided. There is no additional information available.

Event description:
On (B)(6) 2010, the sales rep received a response from the surgeon that indicated the device was not explanted due to a device malfunction but was explanted due to a paravalvular leak following endocarditis. The type of infection was bacterial but the source is unknown.